Event description:
It was reported that during preparation for an ureteroscopy procedure to treat stones, the fiber fell out of the console due to a fiber break at the plug manifold side of the console where the fiber connects. The fiber never entered the patient and was replaced. The procedure was completed without patient complications.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed, and the reported device performance allegation could not be confirmed. A device history record (DHR) review was conducted and found no evidence of deviations or nonconformances in the manufacturing processes; the device was manufactured in accordance with the device master record. A risk review confirmed that the event of fiber separated from connector is defined within the product's risk documentation. Based on the information available and the lack of device return for analysis, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during preparation for an ureteroscopy procedure to treat stones, the fiber fell out due to a fiber break at the plug manifold side of the console, which is the rubber portion on the console where the fiber connects. The fiber never entered the patient and was replaced. The procedure was completed without patient complications.